Manufacturer narrative:
The medical affairs director performed a clinical evaluation and commented as follows: intraoperative femoral fracture occurring in an elderly patient. It is not clear when the fracture has been noticed; most probably it happened during femoral preparation or implantation of final stem and went unnoticed. Re-operation was necessary to implant a longer stem and cerclage. The root cause cannot be determined with precision. Intraoperative fractures are a known possible complication of tha operations. There is no specific reason to suspect that this case was originated by a problem of the devices. On 01 march 2016 it was prepared a final report with the information already submitted in the initial report and here above. On 02 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 it was communicated that the explant is not available. Batch review performed on (B)(6) 2015: lot 150142: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision (the same day of primary surgery) due to bone fracture.